Event description:
It was reported that during a laparoscopic hartmann procedure, the active blade of 2 devices broke into 2 pieces. A third like device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.